Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: 3550-29, product type: accessory. Product ID: neu_unknown_lead, product type: lead. Analysis of the ins found no anomaly.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) was explanted. The ins stopped working and the depletion was not normal. The patient thought they had too much scar tissue. Troubleshooting was done and the hcp tried to fix the ins, but they determined the ins was not fixable. A revision was done and the ins was explanted. During the explant procedure, the lead broke and part of the lead was permanently left inside the patient's body. There was no patient death or injury. No symptoms were reported after the explant procedure. No further patient complications were anticipated/reported.